Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. When the device was removed from the patient, the indicator wire loop was deployed/showing and it could not be pulled. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. An unknown contrast tube was used. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black. Hemostasis was achieved by manual compression, and there was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. During the retraction, the doctor placed his hand on the handle, which did not trigger the button, and the indicator window remained normal. When the device was removed from the patient, the indicator wire loop was deployed and could not be pulled. A non-cordis sheath was used. The femoral artery¿s suitability was verified via angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had mild visible calcium/plaque and mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. An unknown contrast tube was used. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the deployment lever was fully depressed, and the indicator window was found in the black/red/white position. The cordis sheath used with the device was returned inserted on the unit. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit indicated a complete deployment state as expected per the device¿s intended use. The functional analysis could not be performed as the device was already deployed. A high magnification evaluation was conducted to assess any internal configuration issues that could be related to the reported event. During this evaluation, no damage or abnormal conditions were observed. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it was received already deployed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received already deployed, and there were no anomalies noted to the internal mechanism. However, it is possible that procedural/handling factors (such as the physician resting a thumb on the deployment lever during the retraction step) contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. During the retraction, the doctor placed his hand at the handle, which did not trigger the button, and the indicator window was normal. When the device was removed from the patient, the indicator wire loop was deployed/showing and it could not be pulled. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had mild visible calcium/plaque. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. An unknown contrast tube was used. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.